Event description:
The patient is complaining of pain in the hip area, stiffness, and limping. Patient will follow up with his surgeon.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.